Manufacturer narrative:
(B)(4). Date sent to FDA: 10/02/2020 . Additional information was requested and the following was obtained: did the patient suffer from any consequence due to the suture breakage? None. A manufacturing record evaluation was performed for the finished device batch plh820, 8522h19 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. The following information was requested, but was unavailable: did the patient suffer from any consequence due to the suture breakage? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a abdominal aortic aneurysm resection and artificial vascular implantation procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.